Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that an error code 45169 appeared and version 5 (v5) software was loaded. This event occurred during testing. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found a missing tamper seal. There was evidence of the reported problem recorded in the event history log. The customer reported problem was verified/duplicated. During the investigation, an error code was found in the device; the event history log also showed multiple error codes. The investigation found an inoperable multiprocessor unit board to be the cause of the reported problem. For corrective action, the multiprocessor unit board was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service review identified this device has not been in for service previously., corrected data: corrections: catalogue number: 21-2102-0104-01; d4: model number: 2120; h4: mfg. Date. 30-mar-2018.